Event description:
Pt was revised to address poly wear of the insert and patella.

Manufacturer narrative:
Evaluation of the reported patella component was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.